Manufacturer narrative:
The device was returned with a tear in the exposed portion of the soft cannula. During the investigation, insulin was observed exiting the tear in the cannula rather than the distal tip. The rest of the device functioned as expected. The data downloaded from the device did not have any timeouts, drive stalls, or show any signs of struggle, which would be expected for a damaged cannula. It cannot be determined how or when the cannula became torn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 270mg/dl while wearing the pod on his arm for between 4 and 24 hours. Treatment included changing the pod. The patient's bolus amount and ic ratio had been changed a couple days prior to this occurrence. The device was returned for evaluation.